Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarm. Evaluation of the returned modular cable confirmed wire damage which would have caused this alarm (refer to the modular cable investigation). A correlation between (B)(6) and the reported event could not be established. The submitted system controller event log file contained events from the reported event date of 26dec2025. A driveline power fault alarm was captured and is addressed under the modular cable investigation. No notable pump events or alarms were captured. The pump operated at the set speed for the entirety of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 7 of the IFU and section 5 of the patient handbook outline all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline power fault alarm. Log files were submitted for review and captured driveline power fault a alarms on (B)(6) 2025.